Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted during a case. The customer reported that there was no delay to patient care. The device was operational after rebooting. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the cause of the malfunction was a known software issue that causes the device's keyboard and biometric reader to malfunction. The issue was resolved by a technical support specialist who applied a hotfix by following the steps documented in knowledge article (B)(4). After the hotfix was applied, the technical support specialist verified with the customer that the device was working without any further complications.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted during a case. The customer reported that there was no delay to patient care. The device was operational after rebooting. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly rebooted during a case. The customer reported that there was no delay to patient care. The device was operational after rebooting. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with corrected information: a1, b5, d1, d3, d4, d5, e3, g1. The following fields have been updated with additional information: h6 annex b, d and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-mar-2020 to 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly showed a pop-up window when accessing the station during a procedure. A technical support specialist applied fix package and reboot the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.